Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f0801 captures the patient's admission to the intensive care unit (ICU). Block h11: a wallflex biliary rx covered delivery system was received for analysis; the stent was not returned. Visual inspection was performed, and no problems were found with the delivery system. The reported event of stent difficult to deploy could not be confirmed as this occurred during the procedure. There is no indication of what the customer reported because the delivery system was received without any problems. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was to be implanted in the bile duct to treat a malignant stenosis during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was stuck and could not be deployed. The stent was deployed forcefully and consequently resulted in bleeding. Subsequently, the stent was removed with snares and the patient was sent to the intensive care unit (ICU). The procedure was cancelled due to this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f0801 captures the patient's admission to the intensive care unit (ICU).

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was to be implanted in the bile duct to treat a malignant stenosis during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was stuck and could not be deployed. The stent was deployed forcefully and consequently resulted in bleeding. Subsequently, the stent was removed with snares and the patient was sent to the intensive care unit (ICU). The procedure was cancelled due to this event. The patient's condition following the procedure was reported to be stable.